Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 99% in-stent restenosis was located in the mid left superficial femoral artery and not in the left distal sfa where the 7x79x130mm innova study stent was implanted.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). In (B)(6) 2013, the patient had undergone the index procedure. The 98% stenosed target lesion was located in the left distal superficial femoral artery with a reference vessel diameter of 6mm, a length of 55mm and was classified as a transatlantic inter-society consensus (tasc) ii-a lesion. The target lesion was treated with predilation and placement of a 7x79x130mm innova¿ stent. Post dilation was performed with 0% residual stenosis. Two days post index procedure, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, the patient had relapse of left leg claudication. No action was taken to treat the event. The event was considered to be not recovered/ not resolved.